Event description:
The manufacturer received information alleging a "ventilator service required" alarm occurred while a trilogy evo, japan was in patient use. There was no allegation of patient harm. During the evaluation of the trilogy evo, japan device at the manufacturer's service center, the customer's complaint was not duplicated. However, an evt_fan2_failure error was discovered in the event log indicating an operational abnormality of an upper cooling fan. Therefore, the cooling fan assembly was replaced as preventive recurrence. Additionally, the device failed an 'audible alarm verification' of final test, and the device's buzzer assembly was replaced. Although neither of these occurrences are reportable adverse events and do not have an impact to therapy provided, it was upon final testing after repair that the device ultimately failed an 'active exhalation verification' step during testing. The device's 3-way solenoid valve was replaced to address the issue. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. The software version was checked. (1.06.10.00).